Manufacturer narrative:
H6. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that there was an overinfusion. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd alaris¿ pump infusion set over-infused cisplatin during the infusion, despite the channel being closed and off. The following information was provided by the initial reporter: "pt running cisplatin through dmedcomp @95ml/hr started at 1605, at 1700 the nurse noted that the ns with 20kcl litre bag was half empty. The channel was off, closed, but dripping at a fast rate, with no leak noted. The nurse stopped the dripping and the brain read zero mls infused to pt. The channel was switched out and upon reclosing the line into the pump the whole pump shut off. A new alaris brain was used and the cisplatin was restarted at the ordered rate."

Event description:
It was reported that the unspecified bd alaris¿ pump infusion set over-infused cisplatin during the infusion, despite the channel being closed and off. The following information was provided by the initial reporter: "pt running cisplatin through dmedcomp @95ml/hr started at 1605, at 1700 the nurse noted that the ns with 20kcl litre bag was half empty. The channel was off, closed, but dripping at a fast rate, with no leak noted. The nurse stopped the dripping and the brain read zero mls infused to pt. The channel was switched out and upon reclosing the line into the pump the whole pump shut off. A new alaris brain was used and the cisplatin was restarted at the ordered rate."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.